Event description:
Olympus became aware that the customer high-definition camera head was returned to olympus service center for a ¿bad image¿ during an unspecified procedure. Upon inspecting and testing, the image was found wobbling due to a loose couplet stopper ring. No death or injury was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, the image was found wobbling due to a loose couplet stopper ring. Additionally, there is a kink on the cable unit and there are cracks on the video connector. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the loose coupler stopper ring could not be identified. Olympus will continue to monitor field performance for this device.